Event description:
On (B)(6) 2012, d-stat dry was mistakenly placed inside a pt's pacemaker pocket for hemostasis rather than being applied topically. The physician who used the product thought the item was absorbable. The d-stat pad was found later when the pt had a subsequent procedure on (B)(6) 2013. The d-stat dry outer package is labeled as a topical hemostatic bandage. The inner package is only labeled, d-stat dry vascular solution. The inner package is typically dropped onto a sterile field from the outer package by a circulating nurse. The scrub tech/nurse and the physician are receiving the product onto their field w/o benefit of labeling that the product is a topical hemostat. The pt did not have any problems related to the retained foreign body. The lack of labeling on the inner package that the product is for topical use was a contributing factor to it being left in the pt. This could happen to someone else. Reason for use: pacemaker lead revision.